Manufacturer narrative:
Concomitant medical products: 1688t x2 leads, implanted: (B)(6) 2019, cmrm6133 antibacterial absorbable envelope, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced due to an infection. It was noted an antibacterial absorbable envelope had been used at the original implant procedure. Cultures were taken and the resulting organism was gram negative bacteremia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.